Event description:
Patient in for loop electrosurgical excision procedure (leep procedure). Patient was grounded with electrode dispersal pad on right abdomen and pad plug was plugged into electrocautery machine. Surgeon asked for electrocautery machine levels to be at 50. When leep radius electrode r1010 lot# 284926 was applied, doctor said it sparked, and asked for levels to be brought down to 45. Cautery was applied again and electrode sparked again and she then said, "look at this, it just broke." Asked if any pieces were left inside vaginal canal, she said that "no, it just snapped in half." I gave her a new electrode and lowered levels down to 40 and case progressed without any further issues. Broken leep electrode saved, charge nurse and supervisor notified. Case ended and grounding pad was removed; no skin changes on abdomen.